Event description:
It was reported that the patient presented prior to generator exchange procedure. Prior to procedure, it was noted that the atrial lead and right ventricular lead exhibited noise oversensing. Inappropriate mode switch was noted on the atrial lead. The pacemaker was explanted electively on (B)(6) 2024. No changes were made for the atrial lead and right ventricular lead. The patient was in stable condition.